Manufacturer narrative:
Upon receipt, the fragmented lead was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead fragment. In particular in the distal area the insulation was found rubbed through which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils were found deformed, which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Upon receipt, the fragmented linox smart sd 65/18 and siello jt 53 leads under complaint were subjected to an extensive analysis. Linox smart sd 65/18: the analysis showed multiple abrasion marks along the lead fragment. In particular in the distal area the insulation was found rubbed through which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils were found deformed, which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Siello jt 53: multiple signs of abrasion were noted along the lead body. Further damages such as cuts in the insulation from an electrical scalpel were found and the lead tip was found torn apart. It is reasonable to assume that these damages resulted from the extraction procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Approximately 97 months after implantation, oversensing was observed during an in office follow up. The ICD system was removed.